Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturers service center, a service required code was found in the ventilators downloaded error log. The devices machine flow sensor, blower assembly and system board needs to be replaced to address the issue. There was evidence of contamination.